Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy. X-ray found the lead had dislodged and was sensing both the atrial and ventricular activity. Lead was explanted and replaced..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.